Manufacturer narrative:
Review of the device log observed the software timeout issue. The reported issues of a stuck button and flickering display could not be duplicated during evaluation. The device passed all functional testing without issue. The battery provided for evaluation measured 0% capacity. A flickering display is consistent with a depleted battery condition. To prevent potential future recurrence, the main pcb was replaced. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device power button did not respond and the display flickers and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.